Event description:
Order was for p/n 756516025, lot #21302bzh - 16f catheter. The incorrect catheter was inside the packaging. They received a 12f catheter inside the packaging for the 16f. The device was used on the patient, but there was no patient harm.

Manufacturer narrative:
Investigation of the complaint has determined that mixed catheter were received from the vendor. The vendor has been notified. To prevent future occurrences, the inspection requirements have been updated to include size verification. A health hazard analysis has been completed to review and patient risk of the devices in the field, and deemed no patient risk. We will continue to monitor and trend.